Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging her onetouch verioiq meter was prompting an unknown error message and an error 4 message when she was attempting to test her blood glucose. According to the ot verioiq owner's manual, an error 4 indicates that (1) there was not enough blood or control solution was applied or more was added after the meter began to count down (2) the test strip may have been damaged or moved during testing (3) the sample was improperly applied (4) there may be a problem with the meter. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012 in the morning, the patient alleged the issues first occurred. The patient reported using oral medications with diet and exercise, including metformin 500mg twice a day. The patient reported taking her usual medication on the day of the alleged issue in the morning. The patient reported feeling "shaky" on (B)(6) 2012 in the morning. The patient denied receiving any treatment in response to the alleged symptoms. At the time of troubleshooting, the cca determined this was not the first time the meter had been used and the patient's test strips were in good condition. The cca noted that the subject test strips completely drew in the sample. Replacement products were sent to the patient. This complaint is being reported as an adverse event because the patient claims due to the alleged issues, the patient developed symptoms suggestive of hypoglycemia.

Manufacturer narrative:
(B)(4):the test strips involved in this case were tested and found to have failed testing, giving an error 4 error message during testing. The meter involved in this case has passed testing with no faults found; the alleged error message could not be reproduced during testing. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
The subject meter and test strips have been returned to lifescan for evaluation. The evaluation of the products have not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filed.